Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation developed a breach due to a depression while in vivo.

Event description:
The right ventricular pacing lead was returned to the manufacturer after being explanted due to a device upgrade from an implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD), and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.